Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's right ventricular lead presented with loss of the capture. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.